Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot please note, this DHR review is for sterilization procedure only: part no.: 04.503.716s lot no.: 7843015 manufacturing location: selzach supplier: frueh ag release to warehouse date: 30.mar.2012 expiry date: 01.mar.2022 non-sterile 04.503.716 / 6891829 was manufactured in us, elmira part mfg date: 07-mar-2012 part exp. Date: n/a manufacturing location: depuy synthes ¿ elmira lot number: 6891829 part number: 04.503.716 a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# 6891829 of ti matrixmandible 3x3 hole plate 1.5mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) for a mandibular fracture, the two (2) matrix mandible plates broke. The breakage occurred between the plate holes when the surgeon performed transverse bending by using bending pliers . Then, the crack occurred when the surgeon performed twist bending. It was unknown if there was a surgical delay. Patient outcome was stable. Concomitant device reported: unknown matrix mandible screw (part #: unknown, lot #: unknown, quantity: unknown) and bending/cutting pliers (part #: 329.143, lot #: unknown, quantity: unknown) this report is for one (1) ti matrix mandible 3x3 hole plate 1.5 mm thick. This is report 1 of 2 for (B)(4).